Event description:
It was reported that (1) device was used during a varix procedure. It was reported by the affiliate that the mcm20 clips would not feed. Another instrument was used to complete the case. There was no consequence to the pt.